Event description:
It was reported that using a femoral artery access approach during a procedure of the superficial femoral artery and proximal popliteal artery the supera stent was deployed, however, after angiographic confirmation of deployment while pulling back the delivery system the none cone became entangled with the stent and detached. The delivery system was removed from the anatomy without issue. A snare device was used to eventually retrieve and remove the nose cone. There was no reported adverse patient effect. The stent remains deployed in the lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previous medwatch filing, additional information received states that following balloon dilatation, a 5.0 x 60 mm supera stent was deployed. The final locking mechanism was placed and the stent was seen to release from the delivery device radiographically. The deployment device was pulled back and the tip of the delivery device was seen to disconnect from the delivery catheter. It was then noted that the stent had not detached from the tip of the delivery device. The tip itself had broken off the delivery catheter. Additionally, the stent appears to be caught in the delivery tip and pulled back through the superficial femoral artery to the level of the 6 fr sheath. Once this was realized the delivery catheter was pulled back. A non-abbott snare device was loaded over the previously placed grandslam guide wire. Two different non-abbott snare devices were attempted with only one being successfully passed over the broken tip. The device tip as well as the attached supera stent were pulled back through the 6 fr sheath. The tip itself was retrieved on the guide wire outside the sheath; the stent itself remained trapped within the sheath. A vertebral catheter was then snaked over the grandslam guide wire and through the trapped supera stent. The grandslam was exchanged for a non-abbott guide wire.

Manufacturer narrative:
(B)(4). Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The sheath with the supera stent was removed from the anatomy and a different 6 fr sheath was passed up and over the aortic bifurcation into the common femoral artery. Distal embolization and occlusion of the popliteal artery was noted. Suction thrombectomy was performed with a non-abbott catheter; chronic embolic material was retrieved and well as possible spasm of the distal peroneal artery. The anterior tibial artery is widely patent, nitroglycerin followed by tpa are given intra-arterially. Repeat angiography showed some remaining embolic material in the distal peroneal artery. The angiojet is passed once and widely patent 2-vessel runoff was achieved. Angiography of the sfa in the previous non-abbott tandem stent stenosis showed some haziness likely caused by pulling the stent through the area. Balloon angioplasty of the area was performed with a 6.0 x 40 mm non-abbott balloon and the proximal edge of the stent was also treated. No additional stenting was performed. Final angiography revealed no residual stenosis and brisk flow through the superficial femoral artery, popliteal artery, and to the tibial vessels. The patient tolerated the procedure well and was transferred to the post-anesthesia care unit in stable condition. No additional information was provided. Additionally, a cd/cine of the procedure was returned and reviewed by the abbott specialist which concluded that the results were not able to discern any information from the cine as the implant of the supera is not recorded nor the sds removal and tip detachment/retrieval. Correction: it was initially reported that the device was returning. Subsequent information revealed that the device has been retained by the hospital. Concomitant products: guide wire: asahi grandslam; 0.035 angled glide wire; sheath: 6 fr ansel 2; other: heparin. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a review of the historical data for similar incidents could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the reviewed information, no product deficiency was identified. It was reported that the supera was being used to treat the superficial femoral artery and proximal popliteal artery. It should be noted that the indications for use listed in the supera instruction for use (IFU) states that the supera veritas interwoven self-expanding nitinol stent transhepatic biliary system is indicated for palliative treatment of biliary strictures produced by malignant neoplasms. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.